Event description:
Discordant sodium results were obtained on an advia 1800 for 40 patients. The results were reported to the healthcare provider(s). The patient samples were repeated and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the degasser, dilution probe aspiration pump, equilibrium chamber and checked calibrations and ran controls. Based on the information provided and the number of parts replaced, no conclusion can be drawn as to what may have caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.